Manufacturer narrative:
Product event summary: the driveline extension cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "electrical fault alarm" was confirmed via review of log files. Log file analysis revealed one electrical fault alarm was logged on (B)(6) 2017, indicating that the pump was running on a single stator. One vad disconnect alarm was logged on (B)(6) 2017, indicating a physical disconnection of the driveline from the controller. Of note, it was reported that the connection was not fully secured, and electrical alarm occurred during connection. After reconnection and tight connection was confirmed by staff, the alarm resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "electrical fault alarm" can be attributed to an insecure connection between the driveline extension cable and the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: date MFR received for the initial report is 12/04/2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline extension cable had a poor mechanical connection. An electrical fault alarm occurred when the driveline extension cable was connected to controller. The connection was not fully secured and electrical alarm occurred during connection. After reconnection and tight connection confirmed by staff the alarm resolved. The cable was used until post op day 7 as order by the medical team due to critical patient condition. The extension cable was removed on (B)(6) 2017 by the intensive care unit (ICU) doctor according to our recommendation. No pump stop or other critical issue detected in logfile related to the electrical fault alarm. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.